Manufacturer narrative:
Follow-up #1: date of submission 03/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/27/2014 with the following findings: a review of the last basal delivery was on (B)(6) 2013 and the last bolus was on (B)(6) 2013. There were no alarms related to the complaint noted in the alarm history; only typical usage was observed. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed the flow accuracy test. The pump was found to be operating within required specifications and delivering accurately. No alarms occurred during testing. The reported complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas stating during a routine office visit, the health care provider (hcp) alleged that the pump was not delivering insulin due the patient having to increase the basal rate by 70% over several days due to having issues with high blood glucose (bg). The reporter indicated that there was moisture ingress in the pump and the hcp believed that the moisture issue was the contributing factor to the reported issue. It was also noted that the reporter initially believed that the high bgs were due to the patient going through a growth spurt. It was indicated during troubleshooting, there were no delivery issues noted with the pump. There was no reported bg values and there was no indication of an adverse event related to the reported event. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.